Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the generator itself moved to mode-change display. With no other available information. A possible root cause for the user to experience the reported failure could not be determined. A check of the manufacturing finished goods records for the reported serial number revealed one serialized devices released for distribution on (B)(6) 2016 expiration date not applicable. During the manufacture of (B)(4) generators it was observed that the components within the dual rf board were loose and not soldered. An ncr was raised. The root cause was determined to be the parts were out of specification. No CAPA was initiated and this was an isolated issue. The device was reworked and 100% inspected. After review with supplier quality engineer, and the manufacturer ((B)(4)) it was determined that this failure occurred in a controlled environment, during in-processing and corrected immediately, therefore based upon the ncr risk assessment there is no safety or efficacy issue associated with ncr which could have had an impact on the associated complaint. A review into the depuy mitek complaints system revealed no other complaints of any type for this serialized device. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email without intention of the surgeon, the generator itself moved to mode-change display. The surgery was completed without a delay. There was no harm to the patient. The backup device was used to complete the case. Additional information from affiliate (B)(6) 2018: the complaint device will not be returned to your site. We are sorry for this inconvenience. The complaint device will not be returned to your site.